Event description:
It is reported that the patient has had a throbbing pain and popping in the knee ever since implantation. The pain is periodic sometimes intensifies with prolonged use. The patient is sometimes awakened by intense knee pain. The patient wants to know if their experience is common with their type of implant.

Event description:
It is reported that the patient has had a throbbing pain and popping in the knee ever since implantation. The pain is periodic sometimes intensifies with prolonged use. The patient is sometimes awakened by intense knee pain. The patient wants to know if their experience is common with their type of implant.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown stryker left knee. Additional information has been requested and if received will be provided in a supplemental report. Remains implanted.

Manufacturer narrative:
An event regarding pain and popping in the knee involving a triathlon femoral component was reported. The event was confirmed. Device evaluation not performed as no devices were returned; they remain implanted at the time of the reported event. Medical records indicated that in this large, obese male patient with a history of multiple left knee surgeries and long standing osteoarthritis, some persistent periodic pain is not unexpected during the first postoperative year. Assuming the aspiration and culture mentioned in the last documented visit were negative for infection, his symptoms may have improved with physical therapy and muscle strengthening. There is no evidence that factors of faulty prosthetic design, manufacturing, or materials are responsible for this clinical situation. The device was manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The exact cause of the event could not be determined based on the clinical information provided. Additional follow-up notes such as the results of the reported knee aspiration five months post-operatively are needed to complete the investigation for determining a root cause. The clinician¿s review indicates that some persistent periodic pain is not unexpected during the first postoperative year and that the patient¿s symptoms may have improved with physical therapy and muscle strengthening. There is no evidence that factors of faulty prosthetic design, manufacturing, or materials are responsible for this clinical situation.